Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention.

Event description:
It was reported when using the bd plastipak¿ luer slip syringe the tip/luer of syringe was cracked/damaged/deformed/bent. The following information was provided by the initial reporter. The customer stated: "the luer is broken."